Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced high blood glucose level due to air bubbles in the reservoir, which led to under-delivery of insulin event on (B)(6) 2026. The site of insertion was on the upper thigh and around the groin area. The patient's blood glucose level was treated with a corrective insulin bolus. No further information available.